Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): grade 3 filter leg interaction with ivc wall. On (B)(6) 2015 (one day pre-procedure), the pre-placement ultrasound of the inferior vena cava (ivc), bilateral pelvic veins, and lower extremities was performed. The ultrasound revealed no thrombus in the ivc, bilateral pelvic or lower extremity veins. Analysis of the pre-placement ultrasound revealed no thrombus in the pelvic veins or lower extremities, but the ivc was not assessable due to ¿overlying bowel gas.¿ the primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for vte due to recent trauma and surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (reorder/catalog number g45622; lot number e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was = 16 degrees ((B)(4)). Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 21.9 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Angle of filter tilt in the ap view was 11.8 degrees. On the same day, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was = 16 degrees ((B)(4)). Analysis of the post-procedure x-ray indicated no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 4.1 degrees and in the lat view was 1.5 degrees. On (B)(6) 2015 (six days post-procedure), the patient was discharged from the hospital. On (B)(6) 2015 (112 days post-procedure), the patient had the 3 month follow-up visit and pre-retrieval x-ray performed. Since the last visit, there had been no reportable events. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was <6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 2 degrees and in the lat view was 4.6 degrees. On the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. Filter retrieval was initially attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt include a ¿larger 20 mm snare¿ and an attempt to ¿shape the sheath to reach the filter.¿ despite these efforts, the filter was not endovascularly retrievable because the physician was ¿unable to reach the hook of the filter with the snare. The snare was aiming to the right and the hook to the left¿ ((B)(4)). Analysis of the retrieval procedure venography revealed no thrombus in the filter. Filter legs did appear outside the column of contrast before the retrieval attempt. Filter tilt in the ap view was 2.3 degrees. After the filter retrieval attempt, the patient was discharged from the hospital on the same day. On (B)(6) 2015 (148 days post procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was <6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 2.6 degrees and in the lat view was 14.4 degrees. On the same day, a second an attempt was made to retrieve the filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. Filter retrieval was initially attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein and bilateral common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt include an ¿alternative snare used ¿ensare¿, ¿balloon used to displace filter,¿ and ¿two wires used to cetralise snare over filter.¿ despite these efforts, the filter was not endovascularly retrievable because the ¿hook embedded in vessel wall and unable to grasp¿ ((B)(4)). Analysis of the retrieval procedure venography revealed no thrombus in the filter. Filter legs did appear outside the column of contrast before the retrieval attempt. Filter tilt in the ap view was 3.2 degrees. After the filter retrieval attempt, the patient was discharged from the hospital on the same day. On (B)(6) 2015 (173 days post procedure), the 6 mo telephone follow-up call was made. Since the last visit, there had been no reportable events. On (B)(6) 2016 (225 days post procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was <6 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 0.8 degrees and in the lat view was 6 degrees. On the same day, a third attempt was made to retrieve the filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. The patient was taking warfarin prior to the retrieval procedure. Filter retrieval was initially attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein and the right common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt include a goose neck snare, a 16 mm angioplasty balloon, and a loop wire snare. Despite these efforts, the filter was not endovascularly retrievable because the ¿hook oriented towards vessel wall¿ and ¿hook embedded in vessel wall and unable to grasp¿ ((B)(4)). Analysis of the retrieval procedure venography revealed no thrombus in the filter. Filter legs did appear outside the column of contrast before the retrieval attempt. Filter tilt in the ap view was 3.2 degrees, in the lat view was 8.3 degrees, and in the oblique view was 9.2 degrees. After the filter retrieval attempt, the patient was discharged from the hospital on the same day. On (B)(6) 2016 (365 days post procedure), the 12 month follow-up clinical assessment, ultrasound, abdominal CT, and x-ray were performed. Filter retrieval will not be scheduled for filter related reasons. Since the last visit, there had been no reportable events. The ultrasound revealed no thrombus in the ivc, bilateral pelvic or lower extremity veins. Analysis of the pre-placement ultrasound revealed no thrombus in the ivc, pelvic veins or lower extremities. The CT revealed no evidence of filter embolization. The highest grade of filter leg interaction with the ivc wall was 2. Analysis of the CT revealed no evidence of filter embolization. No legs had a grade 0 or a grade 3 interaction with the ivc wall. Nine legs had a grade 1 and one leg had a grade 2 interaction with the ivc wall. Analysis noted, ¿2 legs not visualized (struts). ((B)(4)) the x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was 6 to < 11 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. There was evidence of filter deformation, ¿bending of the filter.¿ analysis noted, ¿very mild bowing or bending of the superior filter ((B)(4)).¿ the angle of filter tilt in the ap view was 2.5 degrees and in the lat view was 11.7 degrees. On (B)(6) 2017 (729 days post-procedure), the 24 month follow-up clinical assessment and abdominal CT were performed. Filter retrieval will not be scheduled for filter related reasons. Since the last visit, there had been no reportable events. The CT revealed no evidence of filter embolization. The highest grade of filter leg interaction with the ivc wall was 3. Patient outcome: on (B)(6) 2017 (729 days post-procedure), the patient exited the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. The celect filter was placed in an infrarenal location with insignificant tilt and no evidence of immediate perforation. Imaging dated 24 months after filter implant demonstrated a significant posterior tilt, 18°, resulting in the hook of the ivc filter abutting the posterior wall of the ivc. Furthermore, the hook opens posteriorly and tents the wall of the ivc, likely resulting in incorporation of the hook opening, further inhibiting the use of a loop snare device for retrieval. However, without lateral images at the time of initial placement, it is unclear whether this significant posterior tilt developed over time or was present from the initial time of filter deployment. Also, there was confirmation of grade 2 and grade 3 interactions with the wall of the ivc, both of which involved the posteriorly directed primary filter legs. The exact reason for the filter leg perforations cannot be determined, but may be related to the previous attempted retrievals using advanced technique and/or the posterior filter tilt. It is noted that the perforations in this case appeared to have no clinical relevance. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this celect filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.